Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noise resulting in an inappropriate shock and inappropriate anti-tachycardia pacing (atp). The ICD was also noted to have recorded an out of range pace impedance measurement. This patient was subsequently hospitalized. This device remains in service. No additional adverse patient effects were reported.